Event description:
A recent download from a male pt showed three "battery pack fault" flags. Lifecor customer support contacted the pt to discuss this download. The pt stated that he forgets to change his battery packs as often as is recommended. He also noticed that one of his battery packs is not lasting as long as it used to. He also told support that sometimes when he sets his monitor down it would restart. Support sent the pt a replacement monitor and battery packs.

Manufacturer narrative:
Battery packs - 2007. Device eval summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The battery packs had a damaged locking tab. The battery packs were repaired. Then they were retested and restocked. The root cause of the damaged clip cannot be positively identified, but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor was fully functional. It was restocked. No adverse event resulted from the damaged battery packs. The pt received two replacement battery packs and a replacement monitor.